Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 22mm right below the renal arteries and 26mm in diameter above the aneurysm entry. The proximal neck length was 14mm. The neck was mildly angulated with mild calcification and thrombus . During the index procedure, the final angiogram showed a type ia endoleak. The stent graft landed 5mm below the renal artery. The physician added an endurant cuff and the endoleak was resolved. The cause is unknown. No additional clinical sequelae were reported and the patient is doing fine. The review of several returned angio still images at implant confirmed that the patient had a proximal neck which was relatively straight (l-r) with a flow lumen diameter which measured approximately 20mm just below the renals, with a neck length of approximately 15mm. The distal aorta was small in diameter. A single image post-implant showed that a stent graft had been implanted just below the renals. Due to the films low resolution and lack of detail, it was difficult to assess if any endoleak was visible. The cause of the type ia endoleak is uncertain.

Manufacturer narrative:
(B)(4).